Event description:
The customer reported air/fluid bubbles in the tubing during priming for an infusion on the critical care unit. Set was saved. No pt harm was reported.

Manufacturer narrative:
(B)(4). Conclusion code field left blank - no available code for undetermined or unk cause. The customer's report of air bubbles in the IV tubing was confirmed. Visual inspection noted that air bubbles were entrapped on the vinyl tubing between the check valve outlet port and the upper fitment. It was also observed that the silicone segment tubing had ballooned near the upper fitment. Functional and pressure testing was performed. The set was re-primed with no air bubbles in the tubing line, the bulge segment deflated due to the relief in pressure during priming. The set was spiked to a bag filled with tap water and allowed fluid to flow through the set via gravity. No ballooning or air bubbles were observed during this testing. The bulge segment started to balloon at 11 psi. There were no signs of leaking anywhere on the set while the tubing was manipulated at each engagement. The root cause for this event could not be determined.